Manufacturer narrative:
This report is being submitted for correction. Establishment name (e1) updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign material remained because the reprocessing deviated from the instruction manual. Although customer is trained as per omsi training/ instructions for use, however, customer performs pre-clean steps without any delay. It is likely that sufficient brushing could not be performed by customer which cannot be denied. The detection method is described in the instruction manual tjf type 150 operation manual chapter 3 preparation and inspection and preventive measures are described in the instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the allegation regarding play of knob. The device exhibited reduced angulation and had play. However, the allegation ¿control knob is stiff¿ could not be confirmed. There were few additional findings. Adhesive on bending section cover was detached. Connecting tube, control unit and universal cord had a scratch. The image guide protector had a cut. Due to deformation of nozzle, water removal ability does not meet the standard value. The distal end cover was shaved. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the up/down knob of the duodenovideoscope had play and the control knob was stiff. The issue was found during maintenance. The device was returned and an evaluation at the repair center revealed presence of foreign material inside the forceps elevator. The foreign material was yellowish brown in color, but it is unknown what the foreign material was. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.